Event description:
It was reported that the modular cable exchange did not occur in this event. The patient did not have any communication faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 vad modular cable was evaluated following the reported event of damage to the sheath of the proximal driveline. The submitted log files were reviewed, and all of the captured data appeared to show the modular cable operating as intended. Available information stated that no alarms were associated with the event, the damage was to the pump cable, and no equipment was exchanged. The reported event was unable to be correlated to an issue with the modular cable. The heartmate 3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was extensive damage found to the sheath of the proximal driveline on (B)(6) 2025. The patient was being evaluated for transplant at the time. A review of the system controller log files showed no evidence that the driveline damage interfered with the indented operation of the mechanical circulatory support (mcs) equipment. No abnormalities were found in the event history. Technical services recommended that rescue tape be applied as needed to the driveline tear. The tear included exposed wiring from the pump cable side which was reinforced with rescue tape following technical services recommendations. As of (B)(6) 2025, the patient had not been transplanted. On (B)(6) 2025, a healthcare provider stated that the modular cable was exchanged based on heartline recommendations for communication faults. The patient was not actively under consideration for transplant and the plan of care was to continue with therapy. Modular cable exchange resolved the communication faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.